Event description:
It was reported that white foreign matter was found on the bd plastipak¿ luer-lok¿ syringe plunger during use. The following information was provided by the initial reporter, translated from portuguese to english: "it was found in the inner part of the plunger a white foreign matter stuck to it, it looks like plastic."

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 9326904, quality notification and maintenance analysis and no records potentially related to the defect was observed. The image provided by the customer was verified and it was possible observe foreign matter - inside syringe. Due the lack of sample it was not possible identify the fm. The retain samples for complaint batch were also analyzed and no nonconformances were observed. CAPA 925343 was performed for fm in fluid path reduction. The incident reported from this complaint will be monitored for trend evaluation.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code: (B)(4). FDA patient problem code: (B)(4).

Event description:
It was reported that white foreign matter was found on the bd plastipak¿ luer-lok¿ syringe plunger during use. The following information was provided by the initial reporter, translated from portuguese to english: "it was found in the inner part of the plunger a white foreign matter stuck to it, it looks like plastic"